Event description:
It was reported that the device exhibited cassette is not attaching properly and there was a bubble on the bottom. There was unknown patient involvement and unknown patient harm/adverse event reported. Analysis revealed that the downstream occlusion seal was degraded, and the lcd screen was scratched.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. A visual inspection noted that the downstream occlusion (dso) seal was degraded, and the lcd lens were scratched. Functional testing and visual tests were conducted with the returned device. The customer problem was not duplicated. The root cause of the problem was contamination. The service history review identified there was no indication the complaint was related to previous service of the device. As a preventative measure, the dso sensor was replaced to correct the issue. The bezel, seal, lcd lens and labels were also replaced.